Manufacturer narrative:
(B)(4)

Event description:
It was reported that ineffective hv therapy was delivered before returning to sinus rhythm. The physician decided to change the pharmacologic therapy for the patient. After follow-up, the patient was well.